Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and prolift mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01397. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent partial mesh removal on (B)(6) 2010 due to mesh exposure. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to mesh extrusion into the bladder. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01397. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, frequency, incontinence, nocturia and prolapse recurrence. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, frequency, incontinence, nocturia and prolapse recurrence.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01397. The same patient is represented in each medwatch.